Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after ablation in the left pulmonary veins with an intellanav stablepoint catheter, an ablation was started in the right pulmonary vein and the temperature exceeded 42 degrees celsius during energization and then it stopped. The catheter was removed and the irrigation hole and the presence of thrombus were checked, but there was no problem. The catheter cable was replaced and the procedure continued. Energization was performed but the issue did not improve. The catheter was replaced but the replaced catheter was also defective. After this, the procedure was completed without any patient complications. The catheter is expected to be returned for laboratory analysis.

Event description:
It was reported that after ablation in the left pulmonary veins with an intellanav stablepoint catheter, an ablation was started in the right pulmonary vein and the temperature exceeded 42 degrees celsius during energization and then it stopped. The catheter was removed and the irrigation hole and the presence of thrombus were checked, but there was no problem. The catheter cable was replaced and the procedure continued. Energization was performed but the issue did not improve. The catheter was replaced but the replaced catheter was also defective. After this, the procedure was completed without any patient complications. The catheter has been returned for laboratory analysis.

Manufacturer narrative:
The device catheter was returned to boston scientific for laboratory analysis. Visual inspection did not reveal any abnormalities. Functional testing noted no abnormal resistance while maneuvering the catheter. Continuity tests were performed, this device was found to be within specifications, no opens or shorts circuits were detected. Pressure testing was performed to identify any potential leak paths and confirmed that the parameters were within specifications. Flow testing was performed, the catheter was attached to a pump to test the saline flow, no anomalies were noted in all six irrigation ports; the catheter results were within specifications. Additional testing was performed, the device was able to complete an ablation without any difficulties. Laboratory analysis was unable to confirm the reported clinical observations; the catheter passed all relevant testing.